Event description:
A malfunction alarm with code malf 16 was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to switch to multiple daily injections (mdi) as an alternate form of insulin therapy.